Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a lakemedelsverket report, which contained the following information: on behalf of the customer, a healthcare professional (hcp) reported an unspecified sensor error message issue with the adc device and stated: "the patient contacted our diabetes clinic when suffered from severe hypoglycemia on the morning of february 6. Had problems with the sensors losing contact with app and was unable to see current blood sugar values. This morning, I couldn't see my blood sugar level but still took my standard dose of insulin for breakfast. Which led to suffering from severe hypoglycemia. According to the ambulance report, the patient was unable to start car, having fallen asleep at the wheel. Received help from other people who called an ambulance. When the ambulance crew gets there and measures blood sugar, is down to 0.8 in b-glucose. Receive a total of 80 ml of IV glucose." Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event, however all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits met specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a lakemedelsverket report, which contained the following information: on behalf of the customer, a healthcare professional (hcp) reported an unspecified sensor error message issue with the adc device and stated: "the patient contacted our diabetes clinic when suffered from severe hypoglycemia on the morning of february 6. Had problems with the sensors losing contact with app and was unable to see current blood sugar values. This morning, I couldn't see my blood sugar level but still took my standard dose of insulin for breakfast. Which led to suffering from severe hypoglycemia. According to the ambulance report, the patient was unable to start car, having fallen asleep at the wheel. Received help from other people who called an ambulance. When the ambulance crew gets there and measures blood sugar, is down to 0.8 in b-glucose. Receive a total of 80 ml of IV glucose." Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event, however all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.